Event description:
The customer reported that the touchscreen was not responding to changes. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that during set up, the touchscreen does not respond to parameter changes. The customer stated that a touchscreen calibration was performed, and the device was returned to service.